Event description:
It was reported that during a procedure that was alleged to involve an unknown arthrocare device, the device was not performing as intended. This deficiency resulted in an hour long surgical delay, however the procedure was eventually completed successfully. There have been no patient complications reported as a result of this event.

Manufacturer narrative:
The device, intended for use in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. Factors that could contribute to the device not performing as intended include: component failure that could affect the functionality of the device. There are no indications to suggest the device did not meet product specifications upon release into distribution.